Event description:
Description of the reported complaint: on an unk date, the pt underwent a surgical procedure. A 12 mm evans bone wedge xenograft was implanted. At first, progressed moderately, then failed 6 - 12 months post-operatively. The graft was reported as initially integrated at the ends, but then the graft cleaved in two and completely resorbed. It was reported that the pt experienced swelling and pain without suspicion of infection. Revision surgery was performed sometime prior to (B)(6) 2012.

Manufacturer narrative:
Investigation: according to the mfg records the graft was mfg to spec. The graft underwent two validated sterilization methods; (B)(4) prior to release. No deviations were noted during the records re-review for lot#: 1-091022. To date, rti has mfg (B)(4) xenografts from this lot with no related complaints. Results of investigation: many factors may lead to non-union. Examples include decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (eg steroids), adjunct hardware/implants, the physician location of the surgical site, or a prolonged inflammatory response. Conclusion: grafts associated with lot#: 1-090702 passed all rti release criteria prior to distribution. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint.